Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via company representative reported that the patient tried increasing the amplitude and it did not resolve the issue. The patient stated that a couple of years ago, they had an appointment with the hcp and the hcp intensified the setting and it did not resolve it. The patient had not seen an hcp since the report on (B)(6). The patient reported that they were seeing an hcp who referred them to the current hcp to implant the device. The patient went back to the old hcp because they were getting utis. The patient stated that they catheterized once a day but it was not enough and the hcp recommended catheterizing more. The patient catheterized twice a day now and did not seem to have any problems. The patient stated that the first onset of the uti was prior to the device implant. The patient further stated that they had a bicycle accident in 1991 and had to have surgery to remove the blood clot from his head which was a size of an orange. After the surgery, he could not urinate for 6 months and started catheterizing. Then infections started and the hcp recommended catheterizing more. The patient wished the device would help .

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v596314, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a loss or change in therapy. The symptoms reported was no symptom relief. The therapy never helped the patient. The patient had been catheterizing since the implant and the health care professional (hcp) was aware of the situation. In 2012, the patient reported they were catheterizing once a day and had a few infections. The hcp had them catheterize twice a day and took medication. After follow-up with the hcp, the hcp had not seen the patient since (B)(6) 2013 and no information was available on the patient. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.